Event description:
It was reported that signal loss occurred. It was indicated that the patient used an expired product, which is misuse of the device. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).